Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied. The clip counter was not active. Microscopic evaluation of the instrument noted that the jaws were misaligned, or spread apart. Functional testing noted that the instrument was applied to test media. The one clip loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. The next clip twisted as it was applied to the test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument was cycled to load a clip, the clip fell out of the jaws unformed due to the damaged jaws. It was reported that the jaws did not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: misaligned jaws. The product analysis noted evi dence that the device was not used as intended. This issue may occur if the distal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws or shaft during firing may result in an improperly formed clip and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic adrenalectomy, the surgeon was able to squeeze the handle, but the jaws of the clip applier would not close. The clip would only eject but would not clamp. No clips were able to be fired from the device. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.